Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower connector was not locked into the system board. The connection was reconnected to address the issue.